Event description:
It was reported that the shock impedance of this implantable cardioverter defibrillator (ICD) system was greater than 200 ohms. The physician was informed and both the ICD and right ventricular lead remain in service. No adverse patient effects were reported. The serial number of the lead remains unknown, despite attempts to obtain the information.